Event description:
The customer reported attempting to apply an abbott diabetes care (adc) device and being unsuccessful due to the sensor deployed prematurely, and as a result of being unable to monitor glucose level. The customer experienced lightheaded and was unable to self-treat. The customer required administration of juice and 20 mg of tresiba from non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.